Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received user facility report# (B)(4) and obtained the following additional information related to this event. The harmonic ace instrument tipped on one side, sprayed, and a piece of the instrument broke off and fell into patient. The customer was able to retrieve the piece of instrument from the patient without harm to patient or staff. The original intended procedure was a robotic assisted (da vinci xi) laparoscopic lysis of adhesions, hiatal hernia repair and nissen fundoplication and linx removal.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed. The harmonic ace instrument was found to have teflon pad damage. The instrument was tested in-house and passed self-test. Additional observation not reported by site: the instrument was found to have teflon pad damage. Visual inspections showed that the teflon pad appeared to be detached.

Event description:
It was reported that during a da vinci-assisted isolate nissen fundoplication surgical procedure, the harmonic ace instrument malfunctioned when the doctor was using it . The procedure was completed with no reported injury.